Manufacturer narrative:
The devices were not returned to olympus for evaluation. The exact cause for the reported event cannot be determined. However, based on similar reported events, the most probable cause for the reported event is mishandling. The instruction manual warns users ¿carefully remove the device from its shipping package. Inspect to ensure no damage has occurred during transit or storage. Do not use this device if the packaging or device is damaged.¿

Event description:
Olympus was informed that upon receipt, the sterility of two devices were found to be compromised, as the packaging was noted to be damage. The devices were not use on a patient; therefore, no patient injury was reported. This is report 1 of 2.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The OEM performed a visual inspection on the received device and found the tray that contained the unused device was cracked on both ends. The lid appeared to be sealed well. Based on the evaluation findings, the tray damage can be attributed to excessive force. Since the original shipping carton was not returned it could not be determined if this damage occurred during transport to the customer or if it was damaged at the customer¿s facility. This is not a manufacturing issue.